Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2012. They underwent right knee revision surgery on (B)(6) 2020, approximately 8 years 9 months post primary procedure. The patient has claimed joint pain, joint swelling and stiffness, permanent disability, tissue damage, fracture, revision surgery, loosening, polyethylene wear, osteolysis, polyethylene liner dissociation, femoral osteotomy. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2022-00052 correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2022-00052.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined / device is unknown. Expiration date and manufactured cannot be determined / device is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, disassembly, and loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.